Event description:
It was reported that the patient tracheostomy tube was found hanging off the ties, displaced from the stoma. The flange was broken on the patient¿s left side. There was patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.